Event description:
Customer reported unexpected negative reactions on the echo when testing a patient sample with a history of anti-fya. The sample contained anti-fya, but resulted negative with fy (a+) cells of capture-r ready r screen (crrs)(3), lot r031 and capture-r ready lot id105. Testing was performed during validation studies of the instrument. The sample was a frozen sample greater than 3 months old.no transfusions or adverse reactions occurred, as a result of the unexpected negative reactions.

Manufacturer narrative:
Images were dowload from the customer's instrument. The results were consistent with the negative results reported. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.